Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, there was a cervical blanching due to a fluid leak from the cervix. The physician used a right angled retractor during the ablation phase, which caused the scope to move, which lead to the leak. The physician irrigated the area with cool saline and applied silvadene cream. There were first degree burns at the 5 o'clock and 8 o'clock positions on the cervix and a 1.5 cm portion of the vagina underneath the cervix. At the four day follow up, the patient reported no pain and was fine.

Manufacturer narrative:
Adverse event and product problem, should be adverse event, was malfunction should be serious injury.